Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovasuclar treatment of a saccular 53 mm diameter abdominal aortic aneurysm. The aortic neck was 18 mm in diameter proximally and distally. Distal diameter was 23 mm. The iliac arteries were 12mm in diameter bilaterally. It was reported that a CT with contrast noted minimum stent graft thrombosis within the stent graft. No intervention was performed. No clinical sequelae were reported and the patient is being monitored.